Event description:
It was reported patient underwent a revision procedure eight years post implantation due to aseptic loosening and oxidation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2013. Conocmitant medical products: tibial block and screws precoat size 4 5 mm thickness, catalog #: 00598800426 x2, lot #: unk. Stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, catalog #: 00598003702, lot #: unk. Prc agmt block dist sz e 5mm, catalog #: 00599003510 x2, lot #: unk. Femoral component option for cemented use only size e left, catalog #: 00599401591, lot #: unk. Prc agmt block post sz e 10mm catalog # 00599003502 lot # unk stem extension straight 13mm dia x 100mm length(combined length 145mm) catalog # 00598801013 lot # unk stem extension offset 12mm dia x 100mm length(combined length 145mm) catalog # 00598802012 lot # unk g2: france h3: customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d4, d6a, e1, g3, g6, h1, h2, h4, h10. D11: tibial block and screws precoat size 4 5 mm thickness catalog # 00598800426 x2 lot # 63548548. Stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598003702 lot #64131315. Prc agmt block dist sz e 5mm catalog # 00599003510 x2 lot # 62830060. Femoral component option for cemented use only size e left catalog # 00599401591 lot # 64096819. Prc agmt block post sz e 10mm catalog # 00599003502 lot # 63203931. Stem extension straight 13mm dia x 100mm length(combined length 145mm) catalog # 00598801013 lot # 64063585. Stem extension offset 12mm dia x 100mm length(combined length 145mm) catalog # 00598802012 lot # 63960517. Tibial block and screws precoat size 4 5 mm thickness catalog # 00598800426 lot # 63795136. Prc agmt block dist sz e 5mm catalog # 00599003510 lot # 63166387.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of repeated use with wear. All implants were disassembled. Locking screw was not returned for evaluation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.